Event description:
It was reported that during the surgery the spring inside the slap hammer broke while removing the femoral trial component. Nothing fell into the patient. No additional information is available.

Manufacturer narrative:
(B)(4). G2: foreign ¿ canada. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional corrected information. The following sections were updated: b4, b5, d9, g3, g6, h1, h2, h3, h6, h11. The following sections were corrected: g1-2. The product involved in the reported event was for investigation and visually assessed to exhibit signs of use (scratches gouges) and confirming that the spring is fractured, not all pieces were returned. The instrument was manufactured eight years ago and shows signs of extensive use over this time. The spring likely fractured due to wear and tear from repeated use over time in the field. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Review of the complaint history identified additional similar complaints for the reported item and the part and lot combination. Based on the available information, the reported event can be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.